Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter alleged obtaining the results of 30.8 mmol/l, 4.6 mmol/l and 3.3 mmol/l back to back within 10 minutes on the mobile system. Reporter took her usual 20 units of novorapid about 15 minutes prior to testing and then ate. No other actions were reported taken or treatment received. No adverse event reported. Reporter did not wash her hands prior to testing. A request was made for the return of the affected product.